Event description:
The customer complained of questionable inr results for 2 patients from coagchek xs pro meter serial number (B)(4) compared to the laboratory result. For patient 1 the result from the meter was 5.6 inr and the result from the laboratory was 2.9 inr. For patient 2 at 10:40 am the result from the meter was 7.5 inr and at 10:45 am the result from the laboratory was 5.1 inr. The patient was a (B)(6) female with a date of birth of (B)(6) and a weight of (B)(6). There was no allegation of an adverse event. The patients' condition was "good". A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.